Event description:
During double j stent placement procedure in special procedure area of radiology department, a 6 fr sheath was introduced over safety wire/additional wire, followed by the double j stent. Only the hub of the sheath came out as it was removed, leaving the shaft of the sheath in the pt. Removal of the shaft was successfully accomplished with use of a snare. The shaft was on the double j stent which had to be removed. A new sheath and stent were introduced without any apparent injury to the pt. This report is submitted to document the possible device problem as well as the potential for pt injury/complication, had the sheath not been successfully removed with the snare. (*)